Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 03may2018, fse arrived at the site to address the reported event. Fse confirmed the reported issue via the device error log. Further inspection revealed a broken wire on the tip detector sensor (s054). Fse re-soldered the wire to the sensor, and then tested the component with the tip attachment several times. No z-bump errors were noted. The customer was subsequently able to run controls without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 service manual rev b; chapter8 - troubleshooting - error messages was reviewed. The 4124 specimen-z bump: the aia-900 service manual under chapter 8- troubleshooting indicates that the 4124 specimen-z bump error message is generated when the sample cap rear - end collision sensor s054 is activated while the sample dispensing arm z is moving toward the home position. An ss flag will be attached to the measurement result. The operator is instructed to remove the cap on the sample (if on) and perform the measurement again. If the cap is not on, contact the service department. And check s054 and pm051 for a possible malfunction. The most probable cause of the reported event is due to a broken wire on s054.

Event description:
On (B)(6) 2018, the customer reported receiving "error 4124 specimen-z bump" with their aia-900 analyzer. Inspection of the device revealed that a gray wire was disconnected from the board. The customer traced the wire back to the sample needle assembly. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.